Event description:
It was reported by the attorney for patient that patient underwent an orthopedic procedure on the her back in (B)(6) 2011. Skin staples were used to close the skin incision. Patient claims the surgeon provided her husband with the skin staple remover and advised husband how to remove the staples. Attorney indicates the surgeons dispute this information. Attorney indicated the patient¿s wound reopened after the patient removed the staples. Patient medical records stated, that the husband was instructed to remove the staples as the surgeon was out of town. He was given the staple remover. The staples were removed by the patient¿s husband and the wound dehisced. The patient was seen in the ER on (B)(6) 2011 and instructed to follow up for further outpatient wound management. The patient was taken back to surgery on (B)(6) 2011 for superficial wound dehiscence status post a spine infusion that was performed using the anterior approach. A pulsed lavage was performed. The report indicated the patient continued to have some drainage described as pus after wound closure.

Manufacturer narrative:
(B)(4).